Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), and the reported events (right heart failure and patient expiration) cannot be conclusively determined through this investigation. Heartmate 3 left ventricular assist system, serial number (B)(4), will not be returned for evaluation as no autopsy was performed and the device was not explanted. No further information has been provided at this time. The heartmate 3 left ventricular assist system instructions for use lists right heart failure and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The instructions for use states: right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 29apr2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was right ventricular heart failure. No autopsy would be performed. The pump was not explanted. It was reported that the patient outcome was device and therapy related.